Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -6.00/2.5/093 (sphere/cylinder/axis) was implanted upside down into the patients right eye (od). The lens was intraoperatively removed and replaced and the problem resolved. In the reporters opinion the cause of the event was the device.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).